Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose alert while sleeping, with the cgm indicating a low value and a confirmatory fingerstick reading within normal range shortly thereafter; the event was considered consistent with a sensor compression low and resolved after the user ate, with the pump reflecting recovery. Symptoms included none. Outcomes included self-treatment with oral carbohydrate and no need for external assistance or medical intervention. Investigation included a structured troubleshooting review of recent pump use, targets, weight settings, bg run mode, insulin type, fill tubing, disconnections, exercise, meal announcements, calibration, and time settings, which identified no contributory device setting changes or external insulin. Investigation of this case revealed no device malfunction and no component failure, and the event was attributed to a probable cgm compression artifact while supine. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to cgm compression rather than ilet insulin overdelivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.